Event description:
The customer reported that during a routine check of the unit, the unit emmitted a loud alarm tone and displayed a "code #50" alarm message upon power-up. The customer recycled the unit's power and the same alarm occurred again.